Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 9 years ago. It was reported that the pt was lost to follow-up and returned emergently on (B)(6) 2010 with a ruptured 6 cm aneurysm. The bifurcated stent graft was found to have migrated a few cms below the renal arteries (see MFR #2953200-2010-02522). The placement of the stent graft at the time of implant is unk. The migration was attributed to dilatation of the aortic neck to 28 mm in diameter. During the emergent intervention, a 32 mm talent converter was attempted to be delivered; however, the device could not be advanced due to the narrow, severely calcified access vessels, and the delivery system kinked. The 32 mm talent converter device was removed from the pt and discarded. An attempt was then made with a 32 talent aortic cuff which also could not be delivered; however, it did not kink and was also discarded. Finally, a 28 mm talent converter device was able to be delivered and deployed without issues, followed by a fem-fem bypass, to successfully resolve the ruptured aneurysm. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusions: (severely calcified vessels).